Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported removing the battery which caused the insulin pump to do a countdown, then return a battery out limit. Customer did not recall any significant levels leading up to the error alarm. Blood glucose level was 127 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm. Battery out limit alarm or unexpected count down noted. Insulin pump had a cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.